Event description:
A caller reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting it was discovered that there was debris on the pneumatic tap. The customer was able to clean the pneumatic tap area of pump and changed the pump supplies to address the issues.